Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with unspecified mentor saline breast prostheses and suffered several unexplained systemic symptoms, including hypothyroidism, psoriasis, itchiness, hair falling out, nails will not grow, inflammation, pain in the back of head, fatigue, zero energy, anxiety, panic attacks, acid reflux disorder, and insomnia. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation with no replacements on (B)(6) 2019. The patient reported that her symptoms improved post-explantation. This medwatch report is for the patient¿s left breast prosthesis.